Event description:
It was reported that the internal battery does not hold the specified 3 hours when disconnected from main power. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.